Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the tip of the balloon catheter became detached. The 90% stenosed target lesion was located in the proximal 1st obtuse marginal (om1). The 15mm x 2.50mm apex balloon catheter was advanced over a 0.014' non bsc guide wire. The balloon was inflated once to 12 atms for 37 seconds, resulting in residual stenosis of 50%. The balloon catheter was removed and a 3.0 x 13mm non bsc stent was advanced over the guide wire. While advancing the stent, it was noted that the tip of the apex had detached distal to the proximal marker band and remained on the wire, outside of the patient. The stent was unloaded and the tip was removed from the wire. The procedure was continued successfully by deploying a total of four stents in multiple lesions, resulting in <10% residual stenosis with timi 3 flow. There were no patient complications reported and the patient's condition was reported as ok.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: visual examination of the returned device revealed the yellow distal tip of the device was detached from the catheter and was not returned for analysis. The tip was stretched at the site of the break. The balloon had been inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the tip of the balloon catheter became detached. The 90% stenosed target lesion was located in the proximal 1st obtuse marginal (om1). The 15mm x 2.50mm apex balloon catheter was advanced over a 0.014' non bsc guide wire. The balloon was inflated once to 12 atms for 37 seconds, resulting in residual stenosis of 50%. The balloon catheter was removed and a 3.0 x 13mm non bsc stent was advanced over the guide wire. While advancing the stent, it was noted that the tip of the apex had detached distal to the proximal marker band and remained on the wire, outside of the patient. The stent was unloaded and the tip was removed from the wire. The procedure was continued successfully by deploying a total of four stents in multiple lesions, resulting in <10% residual stenosis with timi 3 flow. There were no patient complications reported and the patient's condition was reported as ok.

Manufacturer narrative:
(B)(4)